Event description:
It was reported that the pt ran out of medication two weeks after his refill date and experienced withdrawal symptoms. The pt missed his refill date and forgot to go to his appointment. He stated that he did not hear any alarms. The pt stated that he was hospitalized "due to the pump". There was no any additional info provided with regards to the pt's hospitalization. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)